Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had an ongoing low vacuum alarm. Healthcare professional called getinge fse for help with trouble shooting on ongoing low vacuum alarm. A getinge field service engineer explained the nature of the alarm and had healthcare professional switch console to a new one which was successfully done. Patient was on support and the console was successfully switched out with no issue or harm to patient.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. It was reported the cs300 intra-aortic balloon pump (iabp) had an ongoing low vacuum alarm. Healthcare professional called getinge fse for help with trouble shooting on ongoing low vacuum alarm. A getinge field service engineer explained the nature of the alarm and had healthcare professional switch console to a new one which was successfully done. Patient was on support and the console was successfully switched out with no issue or harm to patient. H3 other text : customer have not requested service.